Manufacturer narrative:
Product event summary: it was reported that the controller alarmed an electrical fault alarm. The controller and the controller ac adapter were returned for evaluation. The driveline extension cable was not returned. A review of the manufacturing documentation could not be performed since the lot number of the driveline extension cable was not provided. Failure analysis of the controller and controller ac adapter revealed that the units passed visual inspection and functional testing. The reported event was confirmed during log file analysis, which revealed that an electrical fault alarm was logged on (B)(6) 2017 at 19:42:43; the electrical fault alarm was indicative of an open phase in the rear stator. The alarm caused the pump to run on the front stator only. Afterwards, a vad stopped alarm was recorded at 19:43:19 due to an electrical fault alarm of type critical phase. This type of alarm occurs when a phase is open in both the front and rear stator, causing the pump to stop. A motor start event was then logged at 19:43:28, followed by a vad disconnect alarm at 19:45:24, which cleared the electrical fault alarm at 19:45:26. The data file ends on (B)(6) 2017, indicating that the controller was most likely exchanged. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to a marginal dr iveline extension cable connection between the driveline connector and the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to the manufacturer. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during a previously reported pump exchange, the patient's controller developed an electrical fault. The controller, ac adapter and driveline extension cable were exchanged with no reported patient consequence. The issue was reported to have been resolved with the exchange of these devices.